Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. B.5 describe event or problem: confirmatory test: gram staining and culture on solid media with negative results h.6 investigation summary: customer contacted bd service regarding their bactec fx top 441385 sn (B)(6) alleging false negative results. Bd service went onsite to investigate but was unable to determine root cause. Service agreed to monitor the next controllab samples with the customers. From the continuing investigation and reviewing controllab external quality control results, service was able to determine the problem was due to overfilling the sample vials. The sample vials have fill recommended fill volumes on the labels to optimize the amount of sample needed to ensure accurate results. The root cause is customer workflow, and the complaint has been unconfirmed. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review shows one prior and one subsequent complaint reported for false positives. These complaints were investigated, and no instrument problems were found. Quality did not receive samples for this complaint and therefore returned sample analysis could not occur. Review of risk management files confirms there are no new or modified risks associated with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint.

Event description:
It was reported that while using the bd bactec¿ fx, instrument top, packaged that there was a false negative result on 4 samples. The customer reported that there was no patient impact. Confirmatory test: gram staining and culture on solid media with negative results.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd bactec¿ fx, instrument top, packaged that there was a false negative result on 4 samples. The customer reported that there was no patient impact.